Manufacturer narrative:
System was checked and found to meet abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017; right eye pre-op 20/20, 3.25 x -.75 x 95; left eye pre-op 20/20, 3.25 x -.75 x 85.